Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Correction to h1: updated reportable event type from serious injury to malfunction.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's lead, exhibited high out of range right ventricular pacing impedance measurements. A lead safety switch was triggered and the configuration was automatically changed from bipolar to unipolar configuration. Following the lead safety switch, noise with oversensing was observed which resulted in pacing inhibition. Boston scientific technical services (ts) discussed possible causes such as the spring contact or lead conductor and recommended troubleshooting while in bipolar configuration. No adverse patient effects were reported. Additional information received reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, has triggered the lead safety switch (lss) due to multiple instances of high out-of-range pace impedance measurements greater than 3,000 ohms. Stored episodes reveal noise on the rv, however there is no pacing inhibition as the pacemaker has been programmed to aair and the patient conducts through the noise. Two signal artifact monitoring (sam) episodes from february 2021 were stored due to out-of-range rv pace impedance measurements and oversensing atrial fibrillation (af), respectively. Technical services (ts) recommended impedance testing with isometrics and pocket manipulations, and chest x-rays to potentially rule out lead fracture. The patient was scheduled for a clinic visit on march 29, 2022, but did not show. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's lead, exhibited high out of range right ventricular pacing impedance measurements. A lead safety switch was triggered and the configuration was automatically changed from bipolar to unipolar configuration. Following the lead safety switch, noise with oversensing was observed which resulted in pacing inhibition. Boston scientific technical services (ts) discussed possible causes such as the spring contact or lead conductor and recommended troubleshooting while in bipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's lead, exhibited high out of range right ventricular pacing impedance measurements. A lead safety switch was triggered and the configuration was automatically changed from bipolar to unipolar configuration. Following the lead safety switch, noise with oversensing was observed which resulted in pacing inhibition. Boston scientific technical services (ts) discussed possible causes such as the spring contact or lead conductor and recommended troubleshooting while in bipolar configuration. No adverse patient effects were reported. Additional information received reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, has triggered the lead safety switch (lss) due to multiple instances of high out-of-range pace impedance measurements greater than 3,000 ohms. Stored episodes reveal noise on the rv, however there is no pacing inhibition as the pacemaker has been programmed to aair and the patient conducts through the noise. Two signal artifact monitoring (sam) episodes from february 2021 were stored due to out-of-range rv pace impedance measurements and oversensing atrial fibrillation (af), respectively. Technical services (ts) recommended impedance testing with isometrics and pocket manipulations, and chest x-rays to potentially rule out lead fracture. The patient was scheduled for a clinic visit on (B)(6) 2022, but did not show. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's lead, exhibited high out of range right ventricular pacing impedance measurements. A lead safety switch was triggered and the configuration was automatically changed from bipolar to unipolar configuration. Following the lead safety switch, noise with oversensing was observed which resulted in pacing inhibition. Boston scientific technical services (ts) discussed possible causes such as the spring contact or lead conductor and recommended troubleshooting while in bipolar configuration. No adverse patient effects were reported. Additional information received reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, has triggered the lead safety switch (lss) due to multiple instances of high out-of-range pace impedance measurements greater than 3,000 ohms. Stored episodes reveal noise on the rv, however there is no pacing inhibition as the pacemaker has been programmed to aair and the patient conducts through the noise. Two signal artifact monitoring (sam) episodes from february 2021 were stored due to out-of-range rv pace impedance measurements and oversensing atrial fibrillation (af), respectively. Technical services (ts) recommended impedance testing with isometrics and pocket manipulations, and chest x-rays to potentially rule out lead fracture. The patient was scheduled for a clinic visit on march 29, 2022, but did not show. This pacemaker system remains in service. No adverse patient effects were reported.